Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional device information unknown / not provided. Premarket identification k011028 and k013227. Device manufacturer date unknown / not provided.

Event description:
Doctor reported implant fracture and bone loss with inflammation, bleeding and pain at tooth site 46.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). An impl tapered scr-v sbm 6m m 5.7mm 13mm (tsv6b13) was returned for investigation. Visual inspection of the as returned product identified worn marking due to usage, bone and a fracture at the collar. DHR review was completed for the subject lot number (0504699). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (0504699) for similar event and no other complaint was identified. Based on the available information, device malfunction did not occur for bone loss however did occur and the reported event was confirmed for fracture.

Event description:
No further event information is available at the time of the report.